Event description:
It was reported that an acute myocardial/cardiogenic shock pt, failing post coronary artery bypass, began to further decompensate despite being treated with a conventional intra-aortic balloon pump. The physician elected to exchange the iab for an impella 2.5 device. After successful insertion and placement of the impella pump, the physician reported resistance while attempting to remove the .018 guidewire through the left femoral access sheath. A fluoroscopic assessment revealed that the distal tip of the wire had become freely detached from the parent wire: it had become apposed to the distal end of the introducer sheath within the pt¿s left femoral artery. One attempt to retrieve the detached guidewire tip through the sheath was unsuccessful due to the location target; however, a contralateral approach was successful via the existing right femoral access site, used during earlier percutaneous coronary intervention, to retrieve the detached tip using a snare device and angioplasty balloon catheter in tandem. The impella therapy ensued thereafter. The pt sustained no injury or adverse effects as a result of this reported device malfunction.

Manufacturer narrative:
"O2 device evaluation anticipated." The device involved in the event was received on (B)(6). A failure investigation is currently in process. Evaluation: conclusions: the failure investigation is currently in progress; therefore, results are not yet available and no conclusion can be drawn at this time. The MFR will continue to investigate all reasonably obtainable sources of info and will provide results and updated conclusions in a supplemental MFR medwatch report. Internal ref: (B)(4).